Event description:
A report was received that the patient¿s battery was not level. The patient underwent a revision procedure wherein ipg was relocated and made flat and level for patient¿s comfort. The patient was doing well postoperatively.

Manufacturer narrative:
.